Event description:
The surgeon of hosp reported to our sales rep that he was performing a surgery and observed that both screwdrivers are not effective any more. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Same pt event as MDR 9610622-2012-00469.